Event description:
The patient rec'd two scs leads with the same lot number. The patient reported that his scs lead site had re-opened due to delayed surgical healing. Subsequently, the patient underwent a wound debridement procedure which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.